Event description:
A customer reported to beckman coulter that olympus au2701-03 clinical chemistry analyzer generated discrepant creatinine results on two patients. The discrepancy was observed between the results with creatinine reagents of two different methods, enzymatic method (catalogue no. Osr61204) and kinetic color test (jaffe) method (catalogue no. Osr6178). The results were not reported out of the laboratory. There was no change to patient treatment.

Manufacturer narrative:
Three samples were submitted by the customer for investigation, and were tested on olympus au2700 clinical chemistry analyzer. The results are shown below: patient/sample 1/1, creatinine (kinetic color method) catalogue no. Osr6178: 73.6, 69.0, creatinine (enzymatic method) catalogue no. Osr61204: 64.2, 64.8; 1/2, 65.0, 67.7, 55.6, 55.4; 2/1, 123.0, 125.7, 134.1, 134.2. The unit of measure is mg/l. The results from colorimetric (jaffe) and enzymatic methods were not identical, but the magnitude of discrepancy observed in the customer's lab was not confirmed. The customer suspects that interference is responsible for the differences between the results.